Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had experienced high blood glucose levels, for unknown reasons. The customer stated that everything was okay with the insulin pump. The customer attributed the high blood glucose to not counting the carbohydrates correctly. The customer was provided with information. The customer also stated that they had trouble changing their infusion sets, but that was because they were not following the book. Once they followed the book, things were fine. The customer did not change out the reservoir at the same time as the infusion set. The customer did not want to perform troubleshooting for the high blood glucose. An exact value of the customer's high blood glucose was not provided. Nothing further was reported.